Manufacturer narrative:
H3: analysis of the recharger, sn (B)(6) found that the recharger was scrapped due to damaged boards. It was unrepairable. Section d information references the main component of the system and other applicable components are : product ID 37791 serial# unknown, product type recharger product ID 37761 serial# (B)(6). Product type recharger product ID 37752 serial# (B)(6) product type recharger product ID neu_unknown serial# unknown, product type unknown medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 37761, serial#: (B)(4), product type: recharger. Product ID: 37752, serial#: (B)(4), product type: recharger. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(4); product ID: 37752, serial/lot #: (B)(4), UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that the patient was getting poor coupling. The caller states that their reason for calling is because the "device isn't working". The caller explained that they are getting poor coupling on the recharging screen when they are attempting to charge the ins. The caller states that they are concerned that this means the ins is not being charged. They then called back and reported that the recharger was not powering on/not charging and no icons are on the screen despite pressing the green button. Caller also stated that the desktop charger light is not illuminated and the connector pin is "loose" or "bent" and stated that she is not sure which, but the connector pin will not stay in the recharger to charge. Caller stated she tried plugging the desktop charger into different outlets and the green light is still not illuminated. They cannot charge the ins. No out of box failures reported. Caller called back stating that pt received the "wrong device". Caller re-reported that the "device is broken". Caller clarified and stated it was the desktop charger and recharger. Caller provided additional information stating that it was good the insr antenna was replaced because the insr antenna was "broke" and the wire was "cut" and that's why the patient was not able to charge ins as previously reported. Caller stated that since patient was not able to charge his ins over the weekend the patient's ins depleted and patient had to be taken to the hospital because he was "shaking so badly" for "three nights". Caller stated that patient was given "valium" and "put patch of medicine" on patient and caller stated that the hospital discharged patient stating there was nothing more they could do. Caller stated that pt was "ok for 24 hours" and stated that now this am "since 4:00" patient is "shaking" and "foam comes out of his mouth" and patient "cannot breath" and patient could have "heart attack". Replacements were sent to the patient. No further complications were reported or anticipated with this event.